Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the patient exhibited signs and symptoms of endocarditis, which was found to be related to a gastrointestinal bacteria. The patient was provided intravenous antibiotics and the device was explanted. The patient was in stable condition.